Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 425cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4), surgical intervention, and rupture on the right side post-operatively. The patient reported pain and that she had previous surgical intervention due to her capsular contracture. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2022, mentor became aware that patient's implant was determined not to be ruptured and erroneously omitted it from the previous report. A CT scan performed on the patient indicated a rupture, however, the implant was found to be intact intraoperatively. Mentor updated the complaint's coding for accuracy. Reason for device explant and/or reoperation: capsular contracture and suspected rupture. Manufacturer¿s reference number: (B)(4).